Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 6949 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was further reported that there was vegetation on the leads. The device and leads were removed. No further patient complications have been reported as a result of this event.